Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a separation of components biologic/prosthetic mesh incisional hernia repair with mesh. Revision surgery 7 months post-surgery. The patient experienced multiple surgical revisions, recurrence, pain, infections.